Manufacturer narrative:
Method codes: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of bruising is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these issues: all the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling for the reported events of bruise, detachment of device components and expulsion: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: haematomas. Method of use - posology: remove tip cap by pulling it straight off the syringe. Then firmly push the needle provided in the box into the syringe, screwing it gently clockwise. Twist once more until it is fully locked. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise."

Event description:
Healthcare professional reported injecting a patient with juvéderm® volift® with lidocaine in the lips. During injection, it "disengaged" and the needle was stuck in patient. There was also a "small bruise" and the full syringe was "wasted." This happened at the 2nd injection site.

Manufacturer narrative:
Device analysis: visual analysis of the returned device noted no defect was observed.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volift® with lidocaine in the lips. During injection, it "disengaged" and the needle was stuck in patient. There was also a "small bruise" and the full syringe was "wasted." This happened at the 2nd injection site.